Manufacturer narrative:
Follow-up # 1 date of submission 8/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/08/2016 with the following findings: a review of the pump black box data showed no evidence of pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked but there was no moisture observed in the compartment. It was also observed that there was moisture visible through the display lens. A leak test was performed and failed due to the battery compartment crack and due to a crack in the pump case at the top right corner between the display lens and the pump seal. The pump was opened and there was moisture observed throughout the pump casing including on the piezo. The loss of power issue was duplicated during this investigation. Unrelated to the initial complaint, it was observed that the audible alarm was inoperable and the display screen was dim and discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and there was moisture visible inside the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.